Event description:
The customer contacted physio-control to report that their device would not deliver a shock and an event was code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluted the device and verified the reported issue. The main keypad assembly was replaced. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs a service event code is logged by the device memory following a failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver a shock and an event was code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.